Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on july 21, 2018. This is two of two medwatches being submitted as one band-aid clear strips & one band aid brand plastic extra wide were involved in this event. Medwatch 1000599868-2019-00008. The same patient is represented in each. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Age, weight, ethnicity: patient age at time of event, weight and ethnicity and race were not provided for reporting. Brand name, common device name, procode, MFR, lot #, part #, UDI #: this report is for ((B)(6) clear strips 40 ap (B)(4)). Device is not distributed in the united states, but is similar to device marketed in the USA (bab perfect blend clear light asst 45s USA (B)(4)). (B)(4). Exp date = 30-jun-2021. Lot number = (10)180721a. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is one of two medwatches being submitted as one (B)(6) clear strips & one (B)(6) brand plastic extra wide were involved in this event. See medwatch 1000599868-2019-00008. The same patient is represented in each. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer called to report his wife had an event while using (B)(6) clear strips. The consumer had difficulty removing the product. The consumer stated that her skin was irritated and inflamed. The consumer sought medical attention from her health care provider (hcp). The consumer was prescribed elocon ointment to treat the symptoms. The symptoms have resolved. This is one of two medwatches being submitted as one (B)(6) brand plastic extra wide & one (B)(6) clear strips were involved in this event. See medwatch 1000599868-2019-00008. The same patient is represented in each.